Manufacturer narrative:
A 5f mynx control vascular closure device (vcd) was splintered, meaning separated, where the sealant is housed (in the plastic) before insertion into an unknown 6f sheath. Another mynx was used to complete the procedure. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. It was used in a peripheral intervention. The user was mynx certified. There was no difficulty prepping the device. It was opened by a healthcare professional. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended because of the event. Additional patient and procedural details were requested but were not available. The product was returned for analysis. A non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Per visual analysis, button #1, button #2, and the sealant remained in their manufacturing positions. The sealant was exposed to moisture, swollen, and disintegrated. The sealant outer sleeve assembly was damaged/split as received. Procedural/handling factors may have affected this condition. The syringe and the procedural sheath were not returned with the device. Per microscopic analysis, the sealant¿s outer sleeve assembly was damaged/split open, and the sealant was exposed to moisture. The folds on the sealant sleeve indicate that an attempt may have been made to insert the device into a procedural sheath. Per dimensional analysis, the length of the split was measured, and it was within the specification. Per functional analysis, based on the damaged condition of the returned device, an insertion test could not be performed. A product history record (phr) review of lot f2106901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves separated¿ was confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors and handling process may have contributed to the reported event. It should be noted that the mynx control vascular closure device is manufactured with a slit on the 2 overlapped sleeves. The slit on the sleeves is not a defect and is designed to protect the sealant from being exposed prematurely, decrease unsheathing force, and increase deployment reliability. The sealant sleeves could be damaged during sheath insertion, exposing the sealant, and could obstruct device path. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device was returned to the manufacturer and the evaluation is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f mynx control vascular closure device (vcd) was splintered, meaning separated, where the sealant is housed (in the plastic) before insertion into an unknown 6f sheath. Another mynx was used to complete the procedure. There was no reported patient injury. The device was stored as per labeling and was opened in a sterile field. It was used in a peripheral intervention. The user was mynx certified. There was no difficulty prepping the device. It was opened by a healthcare professional. There was no presence of pvd / calcium in the vicinity of the puncture site. The patient's hospitalization was not extended because of the event. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.